Event description:
It was reported that pump touchscreen did not respond and touchscreen was not cracked. There was no adverse impact to the customer¿s blood glucose level. Customer, through patient¿s parent, cleaned and dried hands and screen, performed touchscreen test that failed both before and after pump reset, then switched to multiple daily injections for backup insulin delivery while technical support arranged replacement pump, provided updated software, reviewed storage and return instructions for malfunctioning pump, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.